Manufacturer narrative:
During subsequent follow-up with sales representative, it was clarified that date received by manufacturer was oct 15, 2014. Therefore, the initial report had the incorrect date received by manufacturer as oct 24, 2014 and should be oct 15, 2014. During subsequent follow-up with the sales representative, additional event information was obtained. See updated information below. This is report 1 of 3 for the same event. It was reported that during a three cochlear implant surgeries, while the doctors were trialing the motor device, it was discovered that the burr devices seemed to "wobble" a bit at low speeds in the device. According to the reporter, the user tried different attachment devices and burr devices over the course of three surgeries. However, it was still observed that the burr devices wobbled. The reporter indicated that all the other burr device styles ¿spun true¿. There were no delays to the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during unspecified surgical procedures, while the doctors were trialing the motor device, it was discovered that the burr devices seemed to "wobble" a bit at low speeds in the device. The reporter indicated that all the other burr styles ¿spun true¿. The reporter was unable to provide a specific number of events. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.